Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 326 mg/dl and based on reading, the customer self-treated with 4iu insulin rapid. Consequently, the customer became unwell and felt tired and a capillary result of 31 mg/dl was obtained on the built-in meter. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer¿s wife provided sugar water as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 326 mg/dl and based on reading, the customer self-treated with 4iu insulin rapid. Consequently, the customer became unwell and felt tired and a capillary result of 31 mg/dl was obtained on the built-in meter. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer¿s wife provided sugar water as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving a sensor scan of 326 mg/dl and based on reading, the customer self-treated with 4iu insulin rapid. Consequently, the customer became unwell and felt tired and a capillary result of 31 mg/dl was obtained on the built-in meter. When the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer¿s wife provided sugar water as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.